Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis is a risk of coronary stenting, and is listed in the xience v instructions for use as a potential adverse event. Also, this pt effect, in addition to hospitalization are listed in the risk assessment matrix (ram), as no-fault post-procedure complications. In this case, the unk event is likely a secondary effect of the restenosis, which was treated with an unspecified medical therapy/medication and required hospitalization. However, a definitive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the proximal lad (pre-dilated) with a xience v stent. In 2009, the pt experienced an unk event and was hospitalized. The pt was diagnosed with in-stent restenosis at the lad and was treated with an unspecified medical therapy/medication. The resolve date was the following day. No additional event or pt information is available.